Manufacturer narrative:
This supplemental report is being submitted to provide the original equipment manufacturer (OEM) investigation. No device was returned to the OEM for investigation; however, a review of the device history record (DHR) found no anomalies with the reported device during the assembly process.

Manufacturer narrative:
The scope was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. However, user handling could not be ruled out as a contributory factor to the reported event. The instruction manual provides several warning and caution statements in an effort to prevent patient perforation/injury. ¿never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result due to unintended retroflexion of the bending section. It may also become impossible to straighten the bending section during an examination. Regardless of the flexibility of the endoscope¿s insertion tube, never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result. If it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation.¿

Event description:
Olympus was informed that the patient¿s cecum was perforated during a colonoscopy procedure. The patient had two polyps removed using an olympus colonoscope (cf-hq190l), co2 regulation unit (ucr) and a non-olympus hot snare. However, following the procedure the patient complained of abdominal pain. No additional procedures were performed for the perforation; however, the patient did experience a longer stay for IV antibiotics, pain medication and imaging studies that revealed free air in the abdomen. The patient had a follow-up visit with the doctor on (B)(6) 2017 and the patient is doing well. The user facility reported it was a difficult procedure due to restricted mobility inside the patient¿s colon and they are unsure which device caused or contributed to the perforation. Two of 2 reports.